Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient felt dizzy and had difficulty talking. During this time, his cgm was 120 mg/dl, no bg as he ran out of test strips. Concerned, wife called 911. No treatment was provided at home. Paramedics arrived and the bg reading was 29 mg/dl, while cgm was still showing 120 mg/dl. Paramedics transported the patient to the ER through ambulance. Enroute to the ER, while in the ambulance, the patient was given oral glucose gel and IV fluids by the paramedics. The patient said he felt better shortly after receiving the treatments. Upon arrival at the ER, a bg test was done and the bg reading had already gone up in to the normal range but patient couldn't remember the exact value. The patient said that sensor was removed upon arrival at the ER. No additional treatment was provided, she only continued with IV fluids given to her by the paramedics and he was discharged the same day at around 6:30 pm, feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.